Manufacturer narrative:
(B)(4). Concomitant medical products: unknown oxford tibial component, therapy date: unknown; unknown oxford femoral component, therapy date: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00170 and 3002806535-2018-00171.

Event description:
It was reported that a patient had a revision due to unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient had a revision due to loosening

Manufacturer narrative:
(B)(4). The revision was due to the loosening of the femoral component and therefore the event is not reportable in relation to the bearing.

Event description:
Revision due to loosening of the femoral component.